Event description:
Medtronic received information regarding an adjustable valve. It was reported that on (B)(6) 2024, during an outpatient visit, the pressure was adjusted from 1.5 to 2.0. On (B)(6) 2024, during an outpatient visit, the pressure was fluctuating, so it was adjusted to 1.5. On (B)(6) 2025, during an outpatient visit, the pressure was fluctuating, so it was adjusted to 1.5. On (B)(6) 2025, during an outpatient visit, it was confirmed that the pressure was fluctuating. Based on the patient's condition, the pressure was adjusted to 1.0. On (B)(6) 2025, during an outpatient visit, the pressure was changed from 1.0 to 0.5. On (B)(6) 2025, the pressure was adjusted from 1.0 to 0.5, and the pressure of 0.5 was confirmed. Despite several pressure adjustments made during outpatient visits, the issue of fluctuating pressure was observed during the next outpatient visit using the electronic adjustment kit. It was indicated the valve was explanted and replaced. The patient outcome was no health damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis determined that all performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore, the conditions of this complaint could not be verified by laboratory personnel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.